Event description:
After two hours of monitoring, monitor indicated, "no sensor detected". As a result, the monitor and sensor were changed and the sensor was removed and tested and found to work properly. Pt remained in ICU for one add'l day and required an add'l implantation of a sensor.